Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') and pelvic inflammatory disease ('inflammation involving the right greater than left side of the pelvis with a small amount of free fluid') in an adult female patient who had essure (batch no. 39-504-dk. 76,c76451) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included type 2 diabetes mellitus, multiple allergies (codeine/codeine derivatives, penicillin's, morphine sulphates (concentrate) analgesics-opioid), d & c, cesarean section and tobacco abuse. Urine pregnancy test vis col: negative. Concurrent conditions included overweight, musculoskeletal pain, pain in extremity, post-traumatic stress disorder, depression, spinal pain, menses irregular, insulin-dependent diabetes mellitus, ureterocele, postoperative nausea, postoperative vomiting, fever, nicotine dependence and anxiety. On (B)(6)2014, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia/dyspareunia(painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding) / blood/heart disorder/abnormal bleeding(menorrhagia)"), metrorrhagia ("metrorrhagia"), cardiac disorder ("blood/heart disorder"), blood disorder ("blood/heart disorder"), dermatitis allergic ("rash/skin condition"), urinary tract infection ("uti"), fatigue ("fatigue"), headache ("headaches"), tooth disorder ("dental probs") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), psychological trauma ("psych injury"), alopecia ("hair loss"), visual impairment ("vision probs") and eye disorder ("vision/eye problems") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). The patient was treated with surgery (hyst. (Full) and total hysterectomy(uterus and cervix removed)). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia and cardiac disorder had resolved, the pelvic inflammatory disease, blood disorder, dermatitis allergic, psychological trauma, urinary tract infection, fatigue, headache, alopecia, hormone level abnormal, tooth disorder, visual impairment, weight decreased and eye disorder outcome was unknown and the vaginal haemorrhage was resolving. The reporter considered abdominal pain, alopecia, back pain, blood disorder, cardiac disorder, dermatitis allergic, dysmenorrhoea, dyspareunia, eye disorder, fatigue, headache, hormone level abnormal, menorrhagia, metrorrhagia, pelvic inflammatory disease, pelvic pain, psychological trauma, tooth disorder, urinary tract infection, vaginal haemorrhage, visual impairment and weight decreased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, back pain, dysmenorrhea (cramping), dyspareunia, menorrhagia (heavy menstrual bleeding), metrorrhagia, blood/heart disorder, psych injury, uti, fatigue, headaches, hair loss, hormonal changes, dental probs, vision probs. Insertion date as per pfs: (B)(6)2014. Approximate weight at the time of essure placement 145.4 lbs current weight unknown lbs. As per insertion details: lot number of essure device: 76. Number of coils inside the cavity: 4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Computerised tomogram pelvis - on (B)(6)2018: impression: inflammation involving the right greater than left side of the pelvis with a small amount of free fluid. Although, tip appendicitis cannot be entirely excluded. Ruptured ovarian is also consideration.. Imaging procedure - on (B)(6)2015: essure confirmation test bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:back pain, dyspareunia,pelvic pain female, menorrhagia. Most recent follow-up information incorporated above includes: on 11-oct-2019: plaintiff fact sheet received. Events: weight loss, abnormal bleeding (vaginal), vision/eye problems: eye problem were added. Event added from mr: inflammation involving the right greater than left side of the pelvis with a small amount of free fluid. Event outcome was added for the event: abnormal bleeding (vaginal). Lot number was added. Reporter's information was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding) / blood/ heart disorder"), metrorrhagia ("metrorrhagia"), cardiac disorder ("blood/ heart disorder"), blood disorder ("blood/ heart disorder"), dermatitis allergic ("rash/ skin condition"), psychological trauma ("psych injury"), urinary tract infection ("uti"), fatigue ("fatigue"), headache ("headaches"), alopecia ("hair loss"), tooth disorder ("dental probs") and visual impairment ("vision probs") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hyst. (Full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia and cardiac disorder had resolved and the blood disorder, dermatitis allergic, psychological trauma, urinary tract infection, fatigue, headache, alopecia, hormone level abnormal, tooth disorder and visual impairment outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, blood disorder, cardiac disorder, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, metrorrhagia, pelvic pain, psychological trauma, tooth disorder, urinary tract infection and visual impairment to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, back pain, dysmenorrhea (cramping), dyspareunia, menorrhagia (heavy menstrual bleeding), metrorrhagia, blood/ heart disorder, psych injury, uti, fatigue, headaches, hair loss, hormonal changes, dental probs, vision probs. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: essure confirmation test bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-sep-2019: plaintiff fact sheet received. Event injury was deleted and device category changed from device other event to incident. Events added from pfs- pelvic pain, abdominal pain, back pain, dysmenorrhea (cramping), dyspareunia, menorrhagia (heavy menstrual bleeding), metrorrhagia, blood/ heart disorder, rash/ skin condition, psych injury, uti, fatigue, headaches, hair loss, hormonal changes, dental probs, vision probs. Lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') and pelvic inflammatory disease ('inflammation involving the right greater than left side of the pelvis with a small amount of free fluid') in an adult female patient who had essure (batch no. 39-504-dk.- inv, 76,c76451- inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included type 2 diabetes mellitus, multiple allergies (codeine/codeine derivatives, penicillin's, morphine sulphates (concentrate) analgesics-opioid), d & c, cesarean section and tobacco abuse. Urine pregnancy test vis col: negative. Concurrent conditions included overweight, musculoskeletal pain, pain in extremity, post-traumatic stress disorder, depression, spinal pain, menses irregular, insulin-dependent diabetes mellitus, ureterocele, postoperative nausea, postoperative vomiting, fever, nicotine dependence and anxiety. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia/dyspareunia(painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding) / blood/heart disorder/abnormal bleeding(menorrhagia)"), metrorrhagia ("metrorrhagia"), cardiac disorder ("blood/heart disorder"), blood disorder ("blood/heart disorder"), dermatitis allergic ("rash/skin condition"), urinary tract infection ("uti"), fatigue ("fatigue"), headache ("headaches"), tooth disorder ("dental probs") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), psychological trauma ("psych injury"), alopecia ("hair loss"), visual impairment ("vision probs") and eye disorder ("vision/eye problems") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). The patient was treated with surgery (hyst. (Full) and total hysterectomy(uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia and cardiac disorder had resolved, the pelvic inflammatory disease, blood disorder, dermatitis allergic, psychological trauma, urinary tract infection, fatigue, headache, alopecia, hormone level abnormal, tooth disorder, visual impairment, weight decreased and eye disorder outcome was unknown and the vaginal haemorrhage was resolving. The reporter considered abdominal pain, alopecia, back pain, blood disorder, cardiac disorder, dermatitis allergic, dysmenorrhoea, dyspareunia, eye disorder, fatigue, headache, hormone level abnormal, menorrhagia, metrorrhagia, pelvic inflammatory disease, pelvic pain, psychological trauma, tooth disorder, urinary tract infection, vaginal haemorrhage, visual impairment and weight decreased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, back pain, dysmenorrhea (cramping), dyspareunia, menorrhagia (heavy menstrual bleeding), metrorrhagia, blood/heart disorder, psych injury, uti, fatigue, headaches, hair loss, hormonal changes, dental probs, vision probs. Insertion date as per pfs: (B)(6) 2014. Approximate weight at the time of essure placement 145.4 lbs current weight unknown lbs. As per insertion details: lot number of essure device: 76. Number of coils inside the cavity: 4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Computerised tomogram pelvis - on (B)(6) 2018: impression: inflammation involving the right greater than left side of the pelvis with a small amount of free fluid. Although, tip appendicitis cannot be entirely excluded. Ruptured ovarian is also consideration.. Imaging procedure - on (b)(60 2015: essure confirmation test bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:back pain, dyspareunia,pelvic pain female, menorrhagia. Most recent follow-up information incorporated above includes: on 30-oct-2019: ¿update of information (batch is invalid)¿ incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') and pelvic inflammatory disease ('inflammation involving the right greater than left side of the pelvis with a small amount of free fluid') in an adult female patient who had essure (batch no. 39504dk - not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included type 2 diabetes mellitus, multiple allergies (codeine/codeine derivatives, penicillin's, morphine sulphates (concentrate) analgesics-opioid), d & c, cesarean section and tobacco abuse. Urine pregnancy test vis col: negative. Concurrent conditions included overweight, musculoskeletal pain, pain in extremity, post-traumatic stress disorder, depression, spinal pain, menses irregular, insulin-dependent diabetes mellitus, ureterocele, postoperative nausea, postoperative vomiting, fever, nicotine dependence and anxiety. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia/dyspareunia(painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding) / blood/heart disorder/abnormal bleeding(menorrhagia)"), metrorrhagia ("metrorrhagia"), cardiac disorder ("blood/heart disorder"), blood disorder ("blood/heart disorder"), dermatitis allergic ("rash/skin condition"), urinary tract infection ("uti"), fatigue ("fatigue"), headache ("headaches"), tooth disorder ("dental probs") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), psychological trauma ("psych injury"), alopecia ("hair loss"), visual impairment ("vision probs") and eye disorder ("vision/eye problems") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). The patient was treated with surgery (hyst. (Full) and total hysterectomy(uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia and cardiac disorder had resolved, the pelvic inflammatory disease, blood disorder, dermatitis allergic, psychological trauma, urinary tract infection, fatigue, headache, alopecia, hormone level abnormal, tooth disorder, visual impairment, weight decreased and eye disorder outcome was unknown and the vaginal haemorrhage was resolving. The reporter considered abdominal pain, alopecia, back pain, blood disorder, cardiac disorder, dermatitis allergic, dysmenorrhoea, dyspareunia, eye disorder, fatigue, headache, hormone level abnormal, menorrhagia, metrorrhagia, pelvic inflammatory disease, pelvic pain, psychological trauma, tooth disorder, urinary tract infection, vaginal haemorrhage, visual impairment and weight decreased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, back pain, dysmenorrhea (cramping), dyspareunia, menorrhagia (heavy menstrual bleeding), metrorrhagia, blood/heart disorder, psych injury, uti, fatigue, headaches, hair loss, hormonal changes, dental probs, vision probs. Insertion date as per pfs: (B)(6) 2014. Approximate weight at the time of essure placement 145.4 lbs current weight unknown lbs. As per insertion details: lot number of essure device: 76. Number of coils inside the cavity: 4. Lot numbr : 76,c76451- not valid, c76451- not valid . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Computerised tomogram pelvis - on (B)(6) 2018: impression: inflammation involving the right greater than left side of the pelvis with a small amount of free fluid. Although, tip appendicitis cannot be entirely excluded. Ruptured ovarian is also consideration.. Imaging procedure - on (B)(6) 2015: essure confirmation test bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:back pain, dyspareunia,pelvic pain female, menorrhagia. Lot numbers 39-504-dk and 76,c76451 are not valid. Batch no c76451 is valid, production date 2014-07-11 expiration date 2017-07-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2019: quality-safety evaluation of product technical complaint. No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.